Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer stated the pump battery fully depleted and shut off overnight multiple times. As a result the customer woke up with elevated blood glucose (bg) levels (300-400 mg/dl). The customer charged the pump and delivered a bolus to address bg level. Review of pump data logs by tandem technical support confirmed the rapid battery depletion. Reportedly the customer would continue to use the pump for insulin therapy.